Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('bleeding with blood clots the size of hand') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability, life threatening and intervention required), alopecia ("her hair fall out"), headache ("headache"), tooth loss ("tooth loss"), arthralgia ("joint pain") and dental caries ("teeth decay and fall out") and was found to have weight increased ("weight gain"), neoplasm ("tumor") and haemoglobin decreased ("hemoglobins very low"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, alopecia, headache, tooth loss, weight increased, arthralgia, neoplasm, haemoglobin decreased and dental caries outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, dental caries, genital haemorrhage, haemoglobin decreased, headache, neoplasm, tooth loss and weight increased with essure. The reporter commented: she almost died. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration on 11-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('bleeding with blood clots the size of hand') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability, life threatening and intervention required), alopecia ("her hair fall out"), headache ("headache"), tooth loss ("tooth loss"), arthralgia ("joint pain") and dental caries ("teeth decay and fall out") and was found to have weight increased ("weight gain"), neoplasm ("tumor") and haemoglobin decreased ("hemoglobins very low"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, alopecia, headache, tooth loss, weight increased, arthralgia, neoplasm, haemoglobin decreased and dental caries outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, dental caries, genital haemorrhage, haemoglobin decreased, headache, neoplasm, tooth loss and weight increased with essure. The reporter commented: she almost died. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.